Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as burning and open sores. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse bandaged the area for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.